Event description:
Representative reported that, the patient with this device died in 2006 after a thyroid surgery, while the patient was in the recovery area. Hospital staff administered CPR and chest compressions. At least one of the doctors involved believes that the device failed to give defibrillation and/or pacing therapy during this incident. An autopsy will be performed and the device will be explanted and returned for analysis. 11/9/2006 - sales representative received the device and reported that he could not interrogate it. 11/10/2006 - device received at biotronik USA with oos report indicating that the patient expired due to vf and that telemetry could not be obtained.